Manufacturer narrative:
Device name and product details are unknown at this time. Product return has been requested in order to complete investigation. Additional information will be submitted in a follow-up report once obtained.

Event description:
It was reported "dr told the board of medicine that he would have abandoned the surgery had he known that the instrumentation he ordered was not present. He did not discover that, however, until it was too late. The instrumentation that he had available to him for the surgery, which is not what he ordered, was not appropriate and it failed. Before the surgery, I walked up-right and had only minor complications with my scoliosis. Since the surgery, I cannot stand upright and I am in constant pain.